Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 469 mg/dl at the time of the incident. Customer stated that the insulin pump had insulin flow blocked alarm. Customer was declined for troubleshooting of high blood glucose. Customer was advised to change the entire infusion set system. The insulin pump will not be returned for analysis.